Manufacturer narrative:
The device model is v-168 and was reported previously as model v-193.

Event description:
It was reported that during capture threshold, double counting was observed. The physician has opted to make no changes. The device and lead remains implanted. No further information is available.